Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula (avf). A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older.